Event description:
A report was received that during a lead revision (2008), the patient had been implanted with a suture sleeve that had expired (as of 03/31/2008). The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.